Event description:
The pump was returned for investigation. Investigation revealed intermittent response of the contrast button and contamination under the contacts of all the keypad buttons. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
Submitted: (B)(4) 2013. Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: review of the black box and download history showed no activity outside normal use. On investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the contrast button had intermittent response and required multiple presses to evoked a response. The remainder of the keypad buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.